Event description:
Reportable based on device analysis completed on 19may2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 38 synergy ii des drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc device. There were no physical damaged observed on the device. There were no patient complications reported. However, returned device analysis revealed that stent was damaged.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.